Event description:
Customer reports hemochron elite inr >10.0. Repeat elite inr >10.0. Lab stago instrument inr 5.9. Customer indicates pt therapeutic range either 2.0 - 3.0 inr or 2.5 to 3.5 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B) (4). Manufacturer evaluation / investigation currently in process.